Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no excessive no delivery alarm on the insulin pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was in the 500-600 mg/dl range. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose via insulin pump. Customer advised they were on antibiotics as a result of having a skin infection. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised they received a no delivery alarm during a bolus and basal delivery. Customer received a no delivery alarm every two hours if they did not bolus. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.